Event description:
The recipient has no hearing benefit from the device. Before this loss reportedly the user did use the audio processor and had benefit with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, in situ measurements indicate broken wires. The recipient has no hearing benefit from the device.